Event description:
It was reported by service report that the foot end brakes could not hold due to a disconnected cam bracket assembly. However, the head end brakes could still hold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.